Event description:
A patient reported on (B)(6) 2016 that they had pain starting (B)(6) 2016, and also noted that there was an incident on (B)(6) where they "felt strangest pain" after passing gall stones. The pain was in their right side back to their knee. Tests were run and there were issues where their "left leg darn near dropped", and they also noted that they could hardly walk. The patient stated that they had problems with salt intake and had kidney stones, but it was not alleged to be related to the device or therapy. The patient called back on (B)(6) stating that they didn't feel the stimulator was working properly and that it was malfunctioning. They thought that it was bothering their kidneys and the rest of their body, noting that it hurt really bad when it was on. When they turned the stimulation off the pain would go away, but then they would have pain from not having the device on. Decreasing stimulation helped with the kidney pain, but then it didn't cover all of the other pain that they had going on. The patient stated that they were not able to walk without the stimulation on. The patient was going to follow up with their health care provider (hcp). The in dications for use were spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.